Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgery coordinator dropped the driver and it the cart, snapping into two pieces. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified shows sign of use, and it was confirmed to be fractured. All pieces were returned to us. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error as they mishandled the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.